Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with corneal abrasion on the right eye (od) at a 19 day post-operative exam. A brief description from the surgery center noted there was an enlargement of central corneal abrasion upon the bandage contact lens (bcl) removal of the right eye. The patient¿s chief complaints were of pain and blurry vison upon the bcl removal. A new bcl was placed on the right eye. The patient was treated with artificial tears substitutions (ats), muro- hypertonic sodium chloride solution, and ciprofloxacin ab-antibiotics four times a day (qid). Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -.25 x -3.00 x 164; left eye pre-op 20/20 .00 x -2.75 x 28. Bcva from (B)(6) 2017: right eye pre-op 20/50 .00 x .00 x 90; left eye pre-op 20/20 .00 x .00 x 90.